Event description:
During the ptca procedure poor wire movement was experienced, causing the wire to bend at a 90 degree angle. Ultimately, the wire and balloon were removed as a unit. At that time another perforation was noted, but it is unclear if this was associated with the rotational athrectomy, which was performed prior to the ptca. A cardiac tamponade resulted. The patient was sent to surgery. The patient was stable post operatively and has been discharged. The product ws discarded by the hospital.